Event description:
The pt presented to the hosp after receiving several shocks. Upon x-ray examination, it was found that the tip of the electrode appeared to be separated from the rest of the electrode. The lead was explanted.